Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), the catheter became stuck on the guide wire. The target lesion was located in the distal right coronary artery (rca). While removing the 15 mm x 3.50 mm nc quantum apex balloon catheter from an unknown guide wire after pre-dilatation, the catheter become stuck on the guide wire. The devices were removed together without incident. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the target lesion was 99% stenosed and the vessel was moderately calcified and moderately tortuous.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was no damage or irregularities. The inner diameter of the wire lumen was measured at both ends were found within specification. Functional testing was performed by loading a guidewire into the tip and completely advancing through the wire lumen without encountering any resistance. The wire was not stuck in the lumen of the catheter. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).